Event description:
Port ns (normal saline) medline infusing, the filter that was attached (a spiros with filter) was leaking. Saw the leak from top of the filter. Removed and sterilely primed a new line.